Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to component migration and occlusion.

Event description:
The following information was reported to gore: on (B)(6) 2019 a patient was undergoing treatment of an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis featuring c3® delivery system. The aortic neck was described as highly angulated, approximately 60 degrees. Percutaneous right femoral access was obtained. The trunk-ipsilateral leg component was advanced. The first stage of deployment was completed, seating the device just below the lowest renal artery. The cannulation of the contralateral gate was accomplished. A confirmation angio run was completed. It was noted the trunk-ipsilateral leg had migrated approximately 1cm. The device was reconstrained and positioned, then deployed. Upon another fluoro run, it was discovered the ipsilateral-leg on the right side had covered hypogastric artery. Additionally, the trunk-ipsilateral-leg component slipped again, distally. So a medtronic cuff was advanced and deployed to extend treatment to the lowest renal. The patient tolerated procedure and did well in follow-up.